Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The customer was using the pump along with manual insulin injections to manage bg levels and inadvertently delivered more insulin than needed causing the low bg. The customer consumed juice and candy to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.